Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. In 2009, the reporter/hcp informed the cca that an ER pt's onetouch ultra2 meter began prompting the apply sample message three days prior. At 2 pm the next day, the pt became nauseated, weak, and shaky. The pt was seen in the ER on the next day(original date) at 11:10 am where her blood glucose on the ER meter was 68 mg/dl. The pt was treated with food. After treating and using a new vial of test strips, the reporter successfully ran two control solution tests on the pt's meter that were in range, and then tested the pt obtaining 177 mg/dl. The cca replaced meter and test strips. Because the pt allegedly was unable to obtain actionable results due to er5 prompts and later developed symptoms that meet criteria for serious injury and was treated in ER, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.